Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after implant, the implantable cardiac monitor (icm) detected pauses likely due to loss of contact. It was also reported that the icm experienced oversensing of t-waves and p-waves. The icm remains in use. No patient complications have been reported as a result of this event.